Event description:
Related manufacturer reference number: 2017865-2021-37975. It was reported that the patient presented remotely via merlin.net. The patients right atrial (ra) lead was experiencing episodes of automatic mode switch (ams) and noise reversions. The left ventricular (lv) lead was experiencing noise reversions as well. No interventions were made. The patient was stable.

Event description:
It was reported that the patient presented remotely via (B)(6) with recorded episodes of inappropriate automatic mode switch caused by over-sensed noise exhibited by the right atrial lead. No interventions were made. The patient was stable.